Manufacturer narrative:
(B)(6). (B)(4). This device is not approved for sale in us but a similar device with 510k number k040962 with catalog number: 869-021 is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
Levels implanted: th4-iliac it was reported that a patient underwent vcr (vertebral column resection) in (B)(6) 2014. Very recently a rod was confirmed to be broken and revision surgery will be performed in (B)(6) 2015. Vcr was conducted at the levels where the rod got broken (detail is unknown).revision surgery was planned in (B)(6) 2015. No complication was reported.